Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2009 and initial right total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 due to patient allegations of metallosis and elevated metal ion levels. A further right hip revision procedure has been indicated allegedly due to loss of hearing in the right ear, headaches, dizziness, instability and elevated metal ion levels; however, no revision procedure has been reported to date. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Initial reporter contact information - unknown. Manufacture date ¿ unknown. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-02369 / 02371).